Manufacturer narrative:
During the evaluation of the device at the MFR's service center, the customer's complaint was confirmed. The device's power management board, system board were replaced to address the issue. Ventilator inoperative codes were also observed, the device's blower motor was replaced to address this issue.

Event description:
The MFR received information alleging a "service required" alarm condition occurred. The device was not in patient use.